Manufacturer narrative:
The biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended that the system be serviced. No report of patient involvement.

Event description:
The hospital reported that the desflurane readings are high. There was no report of patient involvement.